Event description:
During a ventricular tachycardia ablation procedure, when in the left ventricle using 20g of contact force, the catheter appeared outside of the geometry. An echocardiogram confirmed no effusion, however the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequence cancellation remains unknown.